Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information (weight) but no information was received.

Event description:
It was reported that patient had redness and pain at ipg site with minimal signs of infection. Oral antibiotics were prescribed and wound care was ordered. The physician noted that the signs of infection and the wound had improved.

Event description:
Additional information indicated that patient continues have pain at ipg site. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site, however, no explanted products were returned for analysis. Antibiotics were administered to the patient to address the issue. The patient continues have pain at ipg site. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.